Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. It was noted that the atrial lead exhibited loss of capture and loss of sensing, a chest x-ray confirmed that the lead was dislodged. The lead was cut, explanted and replaced successfully. The lead was discarded and would not be returned. The patient was stable upon discharge.